Manufacturer narrative:
This supplemental report is being submitted to provide additional information. It was obtained the information on "device manufacture date(h4)" and updated . Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The root cause of the reported phenomena could not be identified. [Conclusions] (probable cause) *there was no signal from the sdi2 port it could not be identified a root cause. Judging from the investigation results, the phenomenon seemed to have occurred due to the faulty cm board. As to the cause of the faulty cm board, it could not be determined the cause because there was no description in the investigation results. -there was no signal from the sdi2 port (because of faulty cm board). *image was distorted and disappeared it could not be identified a root cause. Judging from the investigation results, the phenomenon seemed to have occurred due to the faulty video connector part. As to the cause of the faulty video connector part, it could not be determined the cause from the investigation results. However, it was possible that it occurred because external force was applied due to handling. -image was distorted and disappeared when the video connector was shaken (because of faulty video connector part). If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to olympus india but has not returned to omsc. Olympus (B)(4) checked the subject device for evaluation. It was found as follows; the image was flickered due to the cable failure among the printed circuit boards. There was no output from sdi 2 port due to the cm board failure. The image of the subject device sometime distorted or was black intermittently by shaking the video connector when the subject device was connected to the endoscope, ltf-s190-5 due to the failure of the video connector socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed during the incoming inspection for repair at olympus (B)(4), that it was found the image of the subject device sometime distorted or was black intermittently by shaking the video connector. The subject device had been returned from the user because the image could be visible but had flickering. The occurrence date of the event is unknown. There was no patient injury associated with this report.